Event description:
It was reported that the programmer had a dim backlight. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a dim backlight and the liquid crystal display was replaced. Analysis also found that the stylus was missing and therefore a stylus was added and calibrated, that the system fan was noisy so it was replaced and that an electrocardiogram connector of the link electronic module (lem) board was loose so the lem board was replaced and calibrated. Concomitant products: product ID 229047 software analyzer. (B)(4).